Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon 80% deployment, the valve moved aortic. Subsequently, the system was withdrawn from the patient and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 21 millimeter (mm) non-medtronic balloon. A new valve loaded into a new delivery catheter system (dcs), and used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the event. It was noted that a 5 minute procedural delay occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon 80% deployment, the valve moved aortic. Subsequently, the system was withdrawn from the patient and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 21 millimeter (mm) non-medtronic (true) balloon. A new valve loaded into a new delivery catheter system (dcs), and used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the event. It was noted that a 5 minute procedural delay occurred. No patient complications were reported as a result of this event. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter with a desired depth of 3 mm. The valve never got to a desired location and then moved aortic before getting to 80% deployment.